Manufacturer narrative:
The product investigation was completed. Device investigation summary: during visual evaluation of the device, it was observed to be ruptured. Additionally a tear within the crease was noted. The evaluation determined that the rupture is consistent with a crease/fold rupture. A fold or wrinkle rupture is a known inherent risk associated with the use of gel-filled mammary prostheses, and may be the result of one or more of the following contributing factors: continuous and sustained stresses to the device - such as too small a breast pocket and folding or wrinkling of the shell in the breast pocket. As stated in the product insert data sheet, creating wrinkles or folds should be avoided during implantation or other procedures as it can result in rupture in a later time. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient underwent a breast surgery with 350cc mentor memorygel breast implants and experienced postoperative left-sided rupture. The diagnosis was confirmed by a physician upon examination. As a result, the patient underwent bilateral explantation on (B)(6) 2020 and replaced with 405cc mentor memorygel breast implants (catalog number smpx405, left-sided serial number (B)(4), right-sided serial number (B)(4)).